Manufacturer narrative:
Instrument performance testing results were acceptable. There was no liquid level detection alarm at the time of the event. Qc results were acceptable prior to the event and after the event. The customer had no further issues following the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) found an issue with the sample/reagent probe liquid level detection (lld) voltage. The fse replaced the lld printed circuit board and the sample/reagent probes. The antistatic brush kit was installed, mixer speed was adjusted and pinch valves were replaced. Preventive maintenance tasks were also completed. Instrument performance test results were good. Approximately 700 tests were performed with patient samples, calibration and qc within a 2 day time period and all results were acceptable.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys tsh (tsh) on a cobas e 411 immunoassay analyzer. The initial result from the e411 analyzer was 0.026 miu/l with a data flag. The sample was repeated at the customer¿s sister site on a cobas 6000 e 601 module with a result of 0.87 miu/l. This result was reported outside of the laboratory. The tsh reagent lot number was 485695 with an expiration date of jul-2021.